Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent migration occurred. Vascular access was obtained via the left and right femoral arteries. The 80% stenosed, 80-100mm long, eccentric shaped, de novo target lesions were located in the non-tortuous and non-calcified bilateral iliac arteries with a reference vessel diameter of 10-12mm for the left iliac artery and 14-15mm for the right iliac artery. Following the insertion of a 0.035¿, 150cm non-bsc guide wire, pre-dilation was performed using a 10x4 wanda balloon catheter. Subsequently, a 12x90/8fr wallstent® endoprosthesis stent was selected for use, advanced and deployed to treat the target lesion. However, upon post-dilatation with a 12x4 wanda balloon catheter, the physician noticed that the stent migrated. The procedure was completed with implanting another of the same device by kissing technique to cover the lesion. No patient complications were reported and the patient¿s status was good.